Event description:
These monitors are used in our pacu area on patients who are coming out of surgery. Vital signs are important when patients are recovering from surgery and anesthesia. The cardiocap 5 has a software defect: when nibp is taken on a timed cycle, the monitor will "miss" recording some of the results and leave a time gap with no value in the trends. This is a patient safety and documentation concern for the hospital. Dates of use: 2009 - 2011.